Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a lower-than-expected reading during a hyperglycemic event. The user reported that on the day of the event they experienced high blood symptoms of numbness, feeling cold, and high acetone. It was reported that the performa system produced an erroneous low reading, although their blood glucose was high. The exact low value produced was not provided. It is also unknown when this reading occurred in relation to the event; unable to determine if it was prior to or during the event. The user alleged that they delayed treatment but could not provide any further information on what type of treatment was delayed. The user went to the hospital and was treated with a saline IV. The blood glucose results obtained at the hospital were not provided. The user was hospitalized from (B)(6) 2026 to (B)(6) 2026. The user disclosed that they stored their test strips outside of their original vial, therefore strips were compromised at the time of the event.